Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 99% stenosed and below the bifurcation in the circumflex artery. The 1.5x8 mm trek rx balloon was advanced and crossed the lesion; however, the balloon ruptured during the first inflation at 8 atmospheres. There was no resistance felt during advancement of the balloon catheter to the lesion site. The device was changed to a 2.0x8 mm nc trek and dilatation was performed without any issue. The procedure ended successfully with balloon angioplasty only. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.